Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro device took longer than usual to burn the tissue. The device was also smoking. Upon removal, it was observed that one of the jaw boots had burnt off of the device; it is unk where the jaw boot detached. It is unk if the detached piece fell into the pt; however, no pieces were retrieved from the pt. The issue was observed at the end of the procedure and a replacement device was not used to complete the procedure; the same device had been used to complete the case. The hospital did not report any pt effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Internal file number (B)(4).